Event description:
During wisdom tooth extraction while using drill getting hot and discontinued use. The 14 yr old female pt suffered burn on upper lip. Drill was removed from service and taken to biomed engineering dept. Drill was tested and got extremely hot 3.25 inchs from end of ceramic tip especially while running at low rpm's.